Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown , product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information further clarified that during the trial testing, the cable that connected to the ens dangled a bit and that the patient caught it on a door where it was then pulled out. It was noted that the patient¿s had doctor to remove it from their body as the lead component broke off in them. It was verified that the doctor removed the broken lead from the patient and that they had no ill effects. The patient stated that the site had healed and that they had no additional issues to report. It was noted that the patient had currently not moved on to the implantable device and was to have another trial to assess for effective therapy. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the trial patient had an accident on the day of the report with the screener and the lead wire pulled completely out of her body. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.